Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high increasing thresholds. The lead was programmed off and remain in the patient, out of service. A new rv lead was implanted from the right side of the patient. It was further reported that the lv lead had high increasing thresholds. The lv lead was programmed off and was not replaced.

Manufacturer narrative:
Concomitant medical products: c6tr01 crt-p, implanted: (B)(6) 2017, 419678 lead, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that episodes of asystole were observed on the monitor. Upon interrogation, the right ventricular (rv) lead threshold was found to be varying and unstable. It also noted that the left ventricular (lv) lead exhibited intermittent capture. The leads were reprogrammed and no further asystole was reported. The leads remain in use. A revision of both leads is planned for a future date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the data indicated pacing capture threshold in the right ventricle was elevated and unstable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated pacing capture threshold in the right ventricle was unstable. If information is provided in the future, a supplemental report will be issued.